Manufacturer narrative:
Unit passed basic occlusion test and displacement test; however, unable to prime unit during prime/delivery test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. (B)(4)

Event description:
Customer reported via phone call to have high blood glucose of 467 mg/dl, which was treated with a bolus delivery and manual injections. Customer had no symptoms of high blood glucose. Customer went to see healthcare professional who made adjustments to basal rate. Customer declined troubleshooting, requesting that insulin pump be replaced per healthcare professional.